Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device stopped providing reading of spo2 (peripheral capillary oxygen saturation) value. It was stated that the nurse checked the part where the sensor was applied and confirmed bleeding on the edge of the patient's nail.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.